Event description:
The customer reported that the pump did not detect cartridges. There was no reported impact on the customer's blood glucose level. Further information on corrective actions or outcomes was not available, as the customer was waiting for the pump's return for inspection.